Event description:
Additional information received from the consumer reported that they had an appointment with their doctor on (B)(6) 2015 and were reprogrammed. Their doctor¿s assistant told the patient the area was still healing but the patient disagreed. The patient first started experiencing the intermittent pain around (B)(6) 2015. There were no interventions performed by the doctor in relation to the pain. The patient noted that they would gently rub the area and sometimes it helped but most times it didn¿t.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported stabbing pain where the "wires" are. It was unknown if it was a sudden or gradual change in therapy/symptoms. The patient states there was a stabbing pain on the side where the wires go into the implantable neurostimulator (ins). The patient did lose some weight, several pounds. The pain was on and off but in the last week it has gotten worse. When she rubs her hand down it, it's sore. The patient mentioned the ins had sunk into her body more. The patient stated her issues are in the siatic nerve and she can't sit very long, there is burning in her butt cheeks and down both legs. The ins helps with her issues. Medical history includes spinal pain and radiculopathy. If additional information is received, a supplemental report will be submitted.